Manufacturer narrative:
Evaluation summary: the spider fx was received in four pieces. The capture wire proximal to snap location, the distal segment of capture wire with the filter assembly fractured from the distal end, the detached filter assembly, and the retrieval catheter loaded inside a sheath. The distal segment of the capture wire was inspected and a coiled loop was observed at the distal end where the fracture occurred. The tip of the fracture was ductile. The total length of the capture wire was 183cm. The filter assembly was inspected. The length of the segment was approximately 6cm. The filter was filled with biological debris. The capture wire fractured proximal to the proximal marker band of the filter assembly. At the location of the fracture, the wire curved inwards. No damage was observed to the coiled tip. No damage was noted to the remaining fragments of device.

Event description:
The physician attempted to treat patient using a spider fx in the right proximal, mid and distal sfa which had 50% stenosis, moderate tortuosity and moderate calcification. Lesion was 6 mm in diameter and 120 mm in length. IFU was followed during prep, procedure and post procedure. A 7f sheath was used. No resistance encountered during advancement. The account reported that after using hawkone in the sfa, the filter was not retrievable using the retrieval device. The filter was pulled into the sheath and then with minimal pull, the spider filter completely detached. The procedure was completed by removing the entire sheath with the filter included. Patient status post procedure is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.